Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: (B)(4). Batch/lot number: 189892001. Model/catalog description: pump ms.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder and pump removed due to infection around cylinder with a dimpled pump. A new inflatable penile prosthesis consisting of a 14 cm x 9.5 mm left cxr cylinder and ms pump were implanted. The event resolved. Additional information received indicated the patient felt pain and the infection was at the surgical site of the left cylinder and pump. The patient was treated with as an outpatient and the physician applied antibiotics around the infection site. The right cylinder was not replaced as the infection was related only to the left cylinder and pump site.

Manufacturer narrative:
Model number/catalog number 72404310; serial number (B)(4); batch/lot number 189892001; model/catalog description pump ms.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder and pump removed due to infection around cylinder with a dimpled pump. A new inflatable penile prosthesis consisting of a 14 cm x 9.5 mm left cxr cylinder and ms pump were implanted. The event resolved.

Manufacturer narrative:
Model number/catalog number 72404310 serial number 189892001 batch/lot number 189892001 model/catalog description pump ms. Additional information evaluation: the ams700 device was visually inspected and functionally tested. No leak was found. The cylinders performed within specifications.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder and pump removed due to infection around cylinder with a dimpled pump. A new inflatable penile prosthesis consisting of a 14 cm x 9.5 mm left cxr cylinder and ms pump were implanted. The event resolved. Additional information received indicated the patient felt pain and the infection was at the surgical site of the left cylinder and pump. The patient was treated with as an outpatient and the physician applied antibiotics around the infection site. The right cylinder was not replaced as the infection was related only to the left cylinder and pump site.